Event description:
Additional information received from a consumer indicated that the empty pump was because the patient came to new york for a throat surgery. She stated that the patient lived in puerto rico so when they came to new york for the surgery the pump went empty. She stated that the seizures resolved while the patient was in the hospital, then the patient left the hospital and flew back to puerto rico. Liza stated that she did not know the patient's weight at the time of the event or the name/contact information for the patient's healthcare provider in puerto rico. She stated that she had not been able to reach the patient due to long distance issues and was not able to provide their contact information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (25mg/ml at 6.7mg/day) and bupivacaine (50mg/ml at 13.5mg/day) via intrathecal infusion pump. It was reported that the pump went empty on (B)(6) 2020 according to the hcp in (B)(6). The patient ended up in the hospital on friday due to extreme pain. On sunday the patient ended up back in the hospital because they were having seizures.